Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided.

Event description:
The customer reported that he ran a control test on the contour next meter and obtained a reading of 180 mg/dl at 10:30 a.m. The meter did not automatically mark it as a control test, and so the reading will be displayed as blood result when accessing the meter's memory. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. Replacement meter kit and test strips were sent to the customer.

Manufacturer narrative:
The customer returned the suspected contour next meter and contour next test strips for evaluation. The control solution was not returned. Therefore, the returned meter was tested with the returned test strips and in-house contour next control solution from lot # 9bv2g49, which gave a satisfactory performance. All control readings obtained during in-house testing were properly marked as control tests in the meter's memory.